Event description:
During the product evaluation by a service technician, a flo-gard infusion pump was found to have a failed tube misloading test. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. (B)(4). The root cause of the failed tube misloading test was determined to be damage to the force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.